Event description:
It was reported that t1 and t2 were deployed at the same time. T1 and t2 are secured in the patient. A 5 minute delay was reported with no patient injury.

Manufacturer narrative:
Visual assessment of the device showed no ts or suture remains on the needle. No suture or ts were returned. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Condition of device indicates trigger was advanced multiple times resulting in pre-deployment of t2.